Event description:
It has been reported to philips that the fluo storage was not possible, the ippc did not start up correctly. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the ippc was not booting properly because of the issue in ippc disk bay. The engineer replaced the ippc and returned the device to use in good working order. Later, a similar issue reported, and engineer replaced hard disks to solve the issue.